Event description:
It was reported that the patient experienced hypoglycemia while using the ilet in bg run mode, with a blood glucose of 58 mg/dl that was corrected with oral glucose and subsequently stabilized in range. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution of the event without alerts or alarms and without need for medical intervention. Investigation included complaint intake, troubleshooting, and education. Investigation of this case revealed no device alarms and no identified device malfunction, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.